Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported on (B)(6) 2012 because the meter allegedly does not power on. The issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the meter was found to have a low/dead battery. After pa replaced the battery, the meter functioned properly.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.